Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial#: (B)(4) description: linear st lead, 50cm model#: sc-4318 lot#: 18838992 description: clik x anchor.

Event description:
A report was received that the patient was experiencing pain due to implants. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. It was noted that the device was not taking pain away any longer and patient was not comfortable with leaving the device implanted. The physician did not suspect device malfunction. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing pain due to implants. The patient will undergo an explant procedure.